Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: implant fracture. Event summary: it was reported that the patient was implanted with the product on an unknown date in 1998 and underwent revision surgery on nov 22, 2018 due to implant fracture. Review of received data a pelvis overview, ap view of the left hip and second view of the left hip were received. The x-rays are photographs of a computer screen and are undated. The pelvis overview shows hip prostheses on the left and right side. On the left side, the cup is almost in a horizontal position. The originally reamed acetabular bed seems to be recognizable. The medial part of the cup protrudes towards the lesser pelvis. A radiolucent line can be seen on the medial side of the stem in the proximal part of the femur. An email from italian subsidiary was received on 06 feb 2019. Apart from the information already filled in on the first page of this report the email states that the patient had bilateral total hip prostheses (thp) due to epiphysiolysis history. A photograph of a handwritten surgical report was attached to the email. Due to the low quality of the photograph, the report is illegible and cannot be considered. Devices analysis: visual examination: the cls shell is fractured in four fragments, three single segments and a remaining shell fragment consisting of three segments. For all three fractured segments the crack is located at one hole on the end of the slit to the next hole. All fracture surfaces exhibit polished areas. On the remaining shell fragment, in between two un-fractured segments a crack is seen starting from the middle of the hole at the end of the slit. The fracture surfaces on the shell side were investigated using a scanning electron microscope. All three fracture surfaces are mainly polished and covered by deposits. As a consequence the fracture origin(s) could not be determined. In one location of the fracture fragment 3 there is a structure which seems to resemble fatigue. There are no signs of bone ongrowth on the anchoring side of the shell. There are different polished areas on the anchoring side, some are clearly visible with the unaided eye whereas others can be observed only under certain light conditions. On the inner side of the shell numerous small line-shaped, shiny polished areas can be seen in the centre and on the thread. Fine and coarse scratches can be observed on the inner and the anchoring side of the shell. These can probably be attributed to the revision surgery. On the articulation side of the cls metasul insert the outer polyethylene rim exhibits cracks and layer delamination. In some locations the outer rim is bent outwards and broken off. Numerous fine scratches are visible on the articulation surface of the metasul inlay. A low power microscope investigation of the inlay¿s rim revealed an area with smeared material. On the anchoring side of the insert backside changes can be observed. The contour of the shell is indented on the polar region of the polyethylene. Some layer delamination can be observed around these indentations. The fracture lines of the broken-off shell segments are visible. There is a new ledge in the polyethylene at the location of the fracture segment 2. Several cracks can be noticed in the polar region of the insert. The thread structure of the insert is not anymore in its original condition. The thread structure is worn, sheared off in some areas and exhibits small shiny polished areas. The delaminated areas and the cracks are stained, most probably due to infiltrated body fluids. Some areas with machining marks are still visible distal and proximal to the threaded region. On the articulation surface of the metasul head there are numerous fine scratches and some coarse scratches visible. The articulation surface was investigated under the microscope at 200-times magnification with differential interference contrast. In the loaded area fine scratches can be recognized and the carbides, which protruded slightly in the original surface state, are leveled. The original surface state with slightly protruding carbides is still visible in the unloaded area below the equator. On the head taper signs of fretting corrosion could be found. The reason for this phenomenon remains unknown. Wear measurements: the wear measurements of the articulation surfaces of the cls metasul insert and the metasul head were carried out on a 3d measuring machine. The total, linear wear value for the head is 7.1m which results in an annual wear rate of 0.4m. The wear map of the insert shows a possible wear zone in the center. However, the method to determine the wear requires an unworn area on the same parallel of measurement points. Therefore it is not possible to determine a wear value. However, the measured diameter is still within the manufacturing tolerances. For a metasul pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 m / year per pairing. Review of product documentation all involved devices are intended for treatment. The compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using rmw: - aseptic loosening or fracture of shell due to incorrect distribution of load due to design leading to stress shielding => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - implant breakage due to design specification not met. => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - implant breakage due to design specification not met. => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - implant breakage due to wrong instruments/sizes used and/or usage in an unintentional order => not possible, as there is no issue found regarding the sizes. The implants were also in vivo for approx. 20 years. Therefore this point can be excluded. - implant breakage due to lack of insertion force and/or unclean mating faces are used, leading to wrong aligned inlays => not possible, as there is no issue found regarding insertion force. The implants were also in vivo for approx. 20 years. Therefore, this point can be excluded. - implant breakage, increased wear (eg m-o-m articulation) due to insufficient description of surgical process leads to intraoperative errors or misuse of implant outside of its scope (eg re-use, use beyond expiry date, foreign particles in articulation (bone cement, metal debris, ceramic particles) => not possible, as the breakage of the shell occurred approx. 20 years after implantation. Therefore this point can be excluded. - implant breakage, increased wear (eg m-o-m articulation), loss of connection between components due to insufficient description of surgical process leads to intraoperative errors or misuse of implant outside of its scope (implant particles remain in body after revision ) => not possible, as the breakage of the shell occurred approx. 20 years after implantation. Therefore this point can be excluded. - implant breakage / post-operative (periprosthetic) bone fracture due to inappropriate advice by surgeon to inform patient on activities and limits. => possible, as in one location of the fracture surface on the shell side, the sem revealed a structure which seems to resemble fatigue. Conclusion summary according to the received information the cls shell, the cls metasul insert and the metasul head were revised after approximately 20 years in vivo due to pain and fracture of the shell. Three of the shell¿s segments are fractured. As the fracture surfaces are mainly polished and covered by deposits the fracture origin(s) could not be determined. In one location of the fracture surface 3 on the shell side, the sem revealed a structure which seems to resemble fatigue. Thus, it can only be assumed that the fracture of the segments occurred due to fatigue. There are no bone attachments on the anchoring side of the shell. On the latter, signs of loosening in the form of polished areas can be recognized. These are in alignment with the x-rays at hand which show the cls cup almost in a horizontal position with its medial part protruding towards the lesser pelvis. The wear measurement revealed a rather small wear value for the metasul head. For the cls metasul insert a clear wear zone could not be identified, however the measured diameter is still within the manufacturing tolerances. The small line-shaped shiny polished areas on the inner side of the shell and the several phenomena observed on the anchoring side of the polyethylene insert indicate micromotion between both parts at least from one point in time. The cracks and layer delamination seen on the polyethylene insert point to material embrittlement due to oxidation. Based on the retrievals at hand and without a complete x-ray follow-up it is not possible to reconstruct the sequence of events leading to the fracture of the cls shell. It can only be hypothesized that at one point in time the cls cup became partially loose, which probably led to the fracture of its segments, and further migrated to an almost horizontal position and protruded towards the lesser pelvis. As further clinical information is not available (surgical reports of implantation and revision, patient¿s medical history etc.) Any influencing factors that may result from it remain unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products: item# 19.28.07, lot# b049786, metasul hd 28mm l 12/14. Item# unknown, lot# unknown, hip insert implant. Pictures and surgical report were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately twenty years post implantation due to implant fracture. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Concomitant medical products: therapy date: (B)(6) 2018. The manufacturer received document for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(6).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture.